Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Bg cause was not known. Customer declined troubleshooting with tandem technical support and follow up information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.